Event description:
Covidien technician powered on the unit and found the display has missing segments intermittently. There was no patient involvement.

Manufacturer narrative:
(B)(4). Missing segments were verified. The unit was disassembled and found cracked solder joints on the display. The display pcb was replaced.